Event description:
It was reported that pericardial effusion and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a 35mm watchman flx pro closure device was selected to be used. The patient was under conscious sedation. The procedure was uneventful until the closure device deployment attempts. During mid and late deployment, the patient took deep breaths, causing significant cardiac movement and resulting in significant shifting of the closure device and being unintentionally pulled despite the anchors being engaged. The patient has not yet been discharged; the delay is due to low platelet count. The patient also has liver cirrhosis. The physician believes that the initial small effusion was related to liver cirrhosis. The procedure related effusion is believed to have occurred during a recapture. The patient laa was closed with atriclip, and was admitted to intensive care unit post open-heart surgery. The patient is expected to fully recover.